Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed by checking the alarm history. It is verified that the primary audible alarm bgnd test is found in the alarm history. The device is repaired by replacing the main board and speaker. Replaced the top case, battery door and right plunger case because they are cracked. Visual and functional testing was performed. Review of event log found primary audible alarm bgnd test. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The main cause of customers¿ complaint was the faulty main board.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a primary audible background test error occurred during infusion. There was patient involvement, and no harm reported.